Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a reservoir leak. The customer's blood glucose level was 317 mg/dl at the time of the incident. The customer placed the insulin pump on the sink and realized that the reservoir fell off. The customer tried putting back the reservoir but it would no longer lock into place. The customer also noticed that there was a stream of insulin running down his leg. The call was disconnected ad no other information was retrieved. The reservoir will not be returned for analysis.